Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abortion spontaneous ("miscarriage (after 12 gestational weeks)"), pregnancy with contraceptive device ("pregnancy with essure"), device dislocation ("migrated essure micro-inserts") and genital haemorrhage ("heavy bleeding (within the first few months of having the essure inserted)") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). In (B)(6) 2011, the patient started essure at an unspecified dose and frequency. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first trimester of pregnancy. In 2011, the patient experienced pregnancy with contraceptive device (serious criterion medically significant), genital haemorrhage (serious criterion medically significant), menorrhagia ("prolonged menses (within the first few months of having the essure inserted)"), dyspareunia ("painful intercourse (within the first few months of having the essure inserted)"), the first episode of abdominal pain ("abdominal pain (within the first few months of having the essure inserted)"), anxiety ("anxiety (within the first few months of having the essure inserted)") and headache ("headaches (within the first few months of having the essure inserted)"). On (B)(6) 2012, the patient experienced abortion spontaneous (serious criteria medically significant and clinically significant/intervention required) with abdominal pain and vaginal discharge. On an unknown date, the patient experienced device dislocation (serious criterion medically significant). The patient was treated with anesthetics, general (general anesthesia) and surgery (dilation and curettage). Essure treatment was not changed. At the time of the report, the abortion spontaneous and pregnancy with contraceptive device outcome was unknown and the device dislocation, genital haemorrhage, menorrhagia, dyspareunia, first episode of abdominal pain, anxiety and headache had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pregnancy with contraceptive device, device dislocation, genital haemorrhage, menorrhagia, dyspareunia, the first episode of abdominal pain, anxiety and headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2012: human chorionic gonadotropin result was approximately 18-20 weeks pregnant, ultrasound pelvis result was approximately 18-20 weeks pregnant and ultrasound scan vagina result was approximately 18-20 weeks pregnant. In (B)(6) 2012: pregnancy test urine result was positive. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and had migrated essure micro-inserts, heavy bleeding (seen as genital bleeding), got pregnant and experienced miscarriage (after 12 gestational weeks). A dilation and curettage was performed under general anesthesia. Only miscarriage is regarded as unanticipated event according to the reference safety information for essure. The other events are anticipated. Spontaneous abortion is the most common complication of early pregnancy. Up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation will undergo spontaneous abortion. Risk factors include maternal age, previous spontaneous abortion, smoking, low folate level, uterine abnormalities, fetal chromosomal abnormalities, maternal chronic disease (e.g. Polycystic ovary syndrome and thyroid dysfunction) and maternal infections. As the miscarriage occurred after 12 gestational weeks, a mechanical interference of the device on the developing pregnancy cannot be excluded. With regards to the other events, it was reported that within the first few months of having the essure inserted, she experienced heavy bleeding. She got pregnant more than three months after insertion. The exact date and mechanism of device migration were not known. Considering their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident due to serious injury. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migrated essure micro-inserts/migration of essure device location of device: unknown/essure device was not found during tubal ligation procedure"), abortion spontaneous ("miscarriage (after 12 gestational weeks)/pregnancy (stillbirth or miscarriage)/miscarriage at 18-20 weeks' gestations"), pregnancy with contraceptive device ("pregnancy with essure"), haemorrhage in pregnancy ("irregular bleeding") and genital haemorrhage ("heavy bleeding (within the first few months of having the essure inserted)") in a 35-year-old female patient (gravida 4, para 2) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 (((B)(6)1998; (B)(6)2011)), pregnancy on (B)(6)2010 and pregnancy on (B)(6)2011. On (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain (within the first few months of having the essure inserted)") and headache ("headaches (within the first few months of having the essure inserted)"). On(B)(6)2011, 2 months after insertion of essure, the patient experienced menorrhagia ("prolonged menses (within the first few months of having the essure inserted)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6)2011, the patient experienced anxiety ("anxiety (within the first few months of having the essure inserted)"). On(B)(6)2012, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required) with abdominal pain and vaginal discharge. On(B)(6)2012, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6)2015, the patient experienced dyspareunia ("painful intercourse (within the first few months of having the essure inserted)"). On an unknown date, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with anesthetics, general (general anesthesia) and surgery (dilation and curettage on (B)(6)2012). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, dyspareunia, abdominal pain, anxiety and headache had not resolved and the abortion spontaneous, pregnancy with contraceptive device, haemorrhage in pregnancy, vaginal haemorrhage, female sexual dysfunction, bladder disorder and urinary tract disorder outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, haemorrhage in pregnancy, headache, menorrhagia, pregnancy with contraceptive device, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: dilatation and curettage was on (B)(6)2012. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6)2012: miscarriage human chorionic gonadotropin - on (B)(6)2012: approximately 18-20 weeks pregnant pregnancy test urine - in april 2012: positive ultrasound pelvis - on (B)(6)2012: approximately 18-20 weeks pregnant ultrasound scan vagina - on (B)(6)2012: approximately 18-20 weeks pregnant (B)(6)2011 - pelvic exam- pre operative check list: no contraindications, number of proximal coils: 5 on left cornua and 5 on right cornua, patient tolerated placement without difficulty, quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received: reporter added,patient demographic details, lab data added,product start date updated, event was clubbed- prolonged menses (within the first few months of having the essure inserted)/abnormal bleeding (vaginal, menorrhagia), migrated essure micro-inserts/migration of essure device location of device: unknown/essure device was not found during tubal ligation procedure,miscarriage (after 12 gestational weeks)/pregnancy (stillbirth or miscarriage). Event was added- vaginal bleeding, apareunia, bladder problem, urinary problem, irregular bleeding. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On (B)(6)2018: medical record received - lab data updated. On (B)(6)2018: medical record received - reporter added and essure indication updated. Fu 3, 4 and 5 process together. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated essure micro-inserts/migration of essure device location of device: unknown/essure device was not found during tubal ligation procedure'), abortion spontaneous ('miscarriage (after 12 gestational weeks)/pregnancy (stillbirth or miscarriage)/miscarriage at 18-20 weeks' gestations'), pregnancy with contraceptive device ('pregnancy with essure'), haemorrhage in pregnancy ('irregular bleeding') and genital haemorrhage ('heavy bleeding (within the first few months of having the essure inserted)') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included pregnancy on (B)(6) 2011, pregnancy on (B)(6) 2010, multigravida, parity 2 (B)(6) 1998; (B)(6) 2011), anxiety and altered hormone level. (B)(6) 2011 - pelvic exam- pre operative check list: no contraindications, number of proximal coils: 5 on left cornua and 5 on right cornua, patient tolerated placement without difficulty,. Concomitant products included citalopram for anxiety. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain (within the first few months of having the essure inserted)") and headache ("headaches (within the first few months of having the essure inserted)"). On (B)(6) 2011, the patient experienced menorrhagia ("prolonged menses (within the first few months of having the essure inserted)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"), 2 months after insertion of essure. On (B)(6) 2011, the patient experienced anxiety ("anxiety (within the first few months of having the essure inserted)"). On (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required) with abdominal pain and vaginal discharge and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse (within the first few months of having the essure inserted)"). On an unknown date, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant). The patient was treated with anesthetics, general, laparoscopic bilateral tubal ligation/hysterectomy and bilateral salpingectomy oopherectomy and surgery (dilation and curettage on (B)(6) 2012). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, dyspareunia, abdominal pain, anxiety and headache had not resolved and the abortion spontaneous, pregnancy with contraceptive device, haemorrhage in pregnancy, vaginal haemorrhage, female sexual dysfunction, bladder disorder and urinary tract disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, haemorrhage in pregnancy, headache, menorrhagia, pregnancy with contraceptive device, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: dilatation and curettage was on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2012: results: miscarriage. Human chorionic gonadotropin - on (B)(6) 2012: results: approximately 18-20 weeks pregnant. Pathology test - on (B)(6) 2018: result: uterus with cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix/endocervix: chronic endocervicitis reactive/metaplastic changes. Endometrium: proliferative to secretory pattern. Myometrium: focal adenomyosis. Pregnancy test urine - in (B)(6) 2012: results: positive. Ultrasound pelvis - on (B)(6) 2012: results: approximately 18-20 weeks pregnant. Ultrasound scan vagina - on (B)(6) 2012: results: approximately 18-20 weeks pregnant. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-dec-2019: pfs received. New event added- device monitoring procedure not performed. Medical history and concomitant drug added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-jan-2017: quality-safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and had migrated essure micro-inserts, heavy bleeding (seen as genital bleeding), got pregnant and experienced miscarriage (after 12 gestational weeks). A dilation and curettage was performed under general anesthesia. Only miscarriage is regarded as unanticipated event according to the reference safety information for essure. The other events are anticipated. Spontaneous abortion is the most common complication of early pregnancy. Up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation will undergo spontaneous abortion. Risk factors include maternal age, previous spontaneous abortion, smoking, low folate level, uterine abnormalities, fetal chromosomal abnormalities, maternal chronic disease (e.g. Polycystic ovary syndrome and thyroid dysfunction) and maternal infections. As the miscarriage occurred after 12 gestational weeks, a mechanical interference of the device on the developing pregnancy cannot be excluded. With regards to the other events, it was reported that within the first few months of having the essure inserted, she experienced heavy bleeding. She got pregnant more than three months after insertion. The exact date and mechanism of device migration were not known. Considering their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident due to serious injury. Additionally, non-serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.